Manufacturer narrative:
Additional information was added to a1: patient identifier, b5, d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, h4: device manufacture date, d9, h3, h4, h6, and h11. B5: during follow up, it was clarified that the female connector separated from the main body which led to the transfer set not being able to be disconnected from the cassette. H11: the actual device and four (4) photo samples were provided for evaluation. The device was returned with a patient connector attached to the female connector. Visual inspection was performed on the photographs and the actual sample, and a separation between the female connector and main body was observed. The reported separation was verified. The cause of the separation was determined to be a manufacturing related issue caused by inadequate solvent to the insert chip. Functional testing, leak testing, clear passage, and clamp function testing were performed with no additional issues identified. The transfer set was connected and disconnected using the returned patient connector with no issues observed. The reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the minicap transfer set and the patient line of a cassette set. This was described as the patient was ¿unable to disconnect from the cycler¿ and as a result the patient ¿clamped everything then cut the line connected to the cassette¿. Upon looking closely, the patient observed the ¿blue part separates from transfer set¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.